Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.7 mmol/l. Cause was not known. Customer consumed glucose tablets to address bg. Pump system check was performed with technical support; no issues were identified. No additional information was provided.